Event description:
It was reported that the right ventricular lead was oversensing and had low sensing. The lead was reprogrammed but the oversensing continued. The rv lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.